Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that while in step 3 of setup a hb not detected message occurred. The patient reported that after completing the treatment, a fluid leak was observed when removing the cassette. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse of the alleged event and to discuss an alternative peritoneal dialysis treatment since the patient did not have supplies to perform a continuous ambulatory peritoneal dialysis treatment. Additional information was solicited.